Event description:
Healthcare professional reported left side "inflammation." Healthcare professional later reported "seroma-late." Device remains implanted.

Manufacturer narrative:
E1. Zip code continued: 135-8550. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, inflammation/irritation

Event description:
Healthcare professional reported, left side "inflammation". Healthcare professional, later reported, "seroma-late". Device remains implanted.